Manufacturer narrative:
Insulin pump was received with completely broken reservoir tube lip and missing reservoir tube o-ring. Unable to perform displacement test and reservoir unable to lock into place due to broken reservoir tube lip and missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The blood glucose level was 430 mg/dl. Customer stated that reservoir rubber o-ring keeps coming off. Troubleshooting was performed and it observed that the it does lock into place but the reservoir comes out. The product will return for the analysis.